Manufacturer narrative:
The lot number of the device involved was not provided and the sample was not returned for evaluation. The complainant stated "the product was not defective."

Event description:
Catheter placed via sterile seldinger technique r ij vein using us. After guidewire placement (confirmed with us) vessel was dilated. Catheter then difficult to advance x 2. Child became hypotensive and had cardiac arrest. 400-500 ml blood drained from r pleural space. Child expired. Autopsy showed 0.3 cm round hole in brachiocephalic vein.